Event description:
Event description boston scientific received information that this pacemaker and leads system was implanted 4 years ago for sinus arrest. About 2 years post- implant, the right ventricular (rv) lead fractured. As there was good av nodal conduction and the atrial lead functioned appropriately, the rv lead was not replaced and monitoring would continue to ensure atrial lead stability. On the morning of the routine check six days ago, the patient felt syncope-related symptoms. The patient collapsed at the clinic and almost passed out. After interrogation, the atrial lead was unable to capture the myocardium and the impedance measurements were >2500ohms. The patient was transferred to another hospital where a new system was implanted on the left side. The existing device will be explanted at a later date and the leads were surgically abandoned.